Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 with recurrent driveline tugs and falls. The culture was positive for staphylococcus aureus and computed tomography (CT) was negative. The patient was started on nafcillin and transitioned to vancomycin. The blood cultures x 2 negative. The patient was transitioned to doxycycline twice a day (bid) for 6 months.